Manufacturer narrative:
510k #: k973565 (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that the stylet portion of the quick-core coaxial biopsy needle set could not be removed from the introducer needle. The needle had been guided into position for the intended biopsy of the mass under computed tomography imaging. The product problem ultimately necessitated the removal of the entire needle/stylet assembly, and the use of a new introducer needle from a different product. The customer confirmed that no patient adverse events resulted from the product problem, and no additional procedures were required. The complaint device is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.

Manufacturer narrative:
Additional information: device available for evaluation. Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, manufacturing, instructions for use (IFU), quality control, and visual inspection/functional test of the device was conducted during the investigation. Physical examination of the complaint device confirms we received one needle with needle protector. No damage to the device was noted. Upon removal of the stylet, biomatter was noticed on the exterior of the stylet indicating the device was likely used. The transition of the stylet within the hub and cannula was tested. Loosening the hub to release the stylet was very difficult and required a significant amount of force. However, the stylet was successfully released and no tightness or dragging was noted between the stylet and the cannula. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Therefore there is no evidence to suggest non-conforming product in house or in the field. Manufacturing documentation was reviewed and confirmed that steps are in place to ensure each device is checked for smooth transition between parts. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We have notified the appropriate personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.